Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen was intermittently unresponsive, allowing the screen to wake but preventing unlocking and interaction with notifications, and a firmware update could not be initiated due to the same issue; a replacement ilet was shipped, with initial replacements mismatched before the correct unit was delivered. Symptoms included no adverse clinical effects and no impact to blood glucose, with the patient continuing cgm use on dexcom g7. Outcomes included device replacement and instructions provided for shutdown, data sync to the mobile app, and return of the original pump. Investigation included customer service troubleshooting and verification of device information and logistics and inspection of the returned device. Investigation of this device revealed a suspected touchscreen malfunction consistent with a hardware interface or display component problem that impaired user input, resolved by device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction not associated with patient harm.